Event description:
It was reported that while performing an atrial flutter (afl) procedure, a perforation of the septal wall occurred as they attempted to go transseptal. The bwi field service engineer spoke to the account. It was stated that the issue was caused from using wrong size sheath. Upon request, additional information was provided on the event by the bwi field representative. They were burning in the left atrium along the mitral isthmus. The physician's opinion regarding the causality of the perforation/tamponade was that it was of unknown origin. The physician did not have any difficulty in manipulating the catheter. The physician did not notice any abnormal signals. It was unknown how many ablation applications were delivered to the patient before the event. The rf generator was set to "power-control" mode at 30w. The flow setting was set to 17ml/min. The sheath used was the (B)(4). The act was maintained at 300-350.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Coolflow pump, model #: m-5491-02, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Soundstar, model #: m-5723-05, lot #: unknown_m-5723-05. Product investigation will not be performed since the catheter was not returned for analysis. Non bwi - st. Jude medical sro sheath. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).